Manufacturer narrative:
(B)(4): the customer reported that the device failed opcheck and that the therapy cable connection was loose. There was no reported patient involvement. This complaint is till being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed opcheck and that the therapy cable connection was loose. There was no patient involvement.